Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in good condition. The device was connected to 60 psi oxygen and powered on. It was found that the device functioned as intended for a period of two hours. Based on the evidence and testing, the complaint allegation could not be confirmed. It was then decided to run the device with various settings for a period of three hours. At no time did the device stop ventilating. The device passed all functional tests. No fault was found.

Event description:
Information was received that a smiths medical ventilator had stopped ventilating on a patient.